Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezc2035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a male patient with diagnosis of intestinal fistula was scheduled for placement of a niagara catheter. During the procedure it was observed that the trocar fixes, when it was evaluated, was noted to be fractured. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. New information confirmed that customer is referring to the introducer needle for this event. The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.